Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with extraction stylet inserted was returned in one piece. Electrical testing , visual inspection and x-ray examination of the lead did not find any anomalies.